Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort at the pocket site.

Manufacturer narrative:
Additional information received indicated that the physician does not want to move forward with a revision due to a risk of infection.